Event description:
During an unknown procedure, after the gia, the device locked and did not want to fire. It then made a crackling sound and when the gia was removed, there were no staples in the tissue. No patient consequence.